Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: no defect was found. Pump history shows the pump was manually suspended on (B)(6) 2017 at 07:13; deliveries never resumed. A replace cartridge alarm was recorded on (B)(6) 2017 13:40; deliveries resumed at 14:16... Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u.. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The tdd¿s add up correctly and reflect the users programmed basal rates... No eaw¿s or delivery interruptions occurred during the testing. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on the same day, the patient was treated in the emergency room (ER) for elevated blood glucose between 250 mg/dl and 300 mg/dl with shortness of breath and confusion. The patient reportedly received intravenous fluids and other unspecified treatment and discontinued insulin pump therapy. During troubleshooting, the reporter noted that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged basal delivery discrepancy.